Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test or verify no reservoir alarm due to motor error alarm. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was 397 mg/dl. Customer was able to complete pump rewind. The device will be returned for analysis.